Event description:
A pk papyrus covered stent system was selected for treatment of the cx. Despite pre-dilatation, the device could not cross the stenotic lesion and the aneurysm. A guidezilla 6f was inserted and further pre-dilations were performed, then a second attempt was made with the pk papyrus. The delivery shaft broke despite crossing the lesion, which made it impossible to inflate and deliver the stent. The device was removed intact from patient and the case was completed with another pk papyrus. No complication for the patient.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the cathlab report provided was reviewed. The technical investigation revealed that the hypotube has fractured about 151 mm distal to the kink protector. At the fracture sites the cross-section of the hypotube is no longer circular but compressed into an ellipse and the polymer coating is plastically deformed. The hypotube was found kinked at several locations. The findings indicate that the hypotube most probably fractured as a result of significant bending outside of the patients body. Moreover, the stent was found severely deformed at its proximal end (i.e. Several struts are strongly bent) and displaced on the balloon by about 7 mm in distal direction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the reported event is most likely related to the handling during the procedure. Please note that the IFU advises the user to exercise care to reduce the possibility of accidental breakage, bending, kinking of the stent system shaft. The IFU further advises the user to not re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.